Event description:
Additional review indicated the information in MFR report #3004209178-2012-05156 pertains to this manufacturer's report. Any additional info will be reported in this report. Additional information received reported that the patient had the pump system explanted on (B)(6) 2012 by a provider other than implanting physician. The additional information also provided greater detail of previously reported information which took place prior to the newly reported explant. The patient further detailed concern and objection to the pumps initial placement in the buttocks verses the desired location of the abdomen. The patient had concerns with the buttock location as he "had recently had a spinal cord stimulator removed from my back because it hadn't worked and had caused broken ribs (floating rib fracture) due to placement." Patient further reported that within days of the initial implant of the pump in the buttocks location, "he knew there were problems with the placement, sitting or lying down." The healthcare provider reassured the patient, however the symptoms "actually got worse and worse every day" and the patient "started to experience enormous new back and buttock pain (spasm/pain) from the pump location." The patient reported that pain was "due to stress put on muscles soft tissue as well as the skin all around the pump, which became very sensitive to touch sitting/lying down." The patient sought out previously successful pain treatments (trigger points, togerbat(?), analgesic, bolus and sprays etc.), without success. In addition, patient added that there was "little to no pain relief from the pump" and "things got progressively worse." The pump was eventually removed on (B)(6) 2012 by a new healthcare provider, other than the implanting provider. The patient indicated that following explant, he continued to have a spinal headache, and that "even after 2 blood patches I am not better." The patient's pump was removed and was not replaced. The patient expressed desire for "a new pump in my abdomen after I heal from the damage done by the current location." Additional information had been requested, however, was not available at the time of the report. The medication in the pump was dilaudid. See attached user facility med watch report.

Event description:
The patient reported increased baseline pain. The patient reported that he had good pain relief in the first 5 days post implant but has experienced significant pain ever since. It was noted that the pump was implanted in his buttocks and per the patient, this has caused a great deal of pain, discomfort and inconvenience. The health care provider (hcp) reported that the cause of the event was unrealistic expectations by the patient; the patient disliked the location of pump in buttocks. The hcp planned to move the pump to the abdominal wall soon which should solve the problem. The pump was used to deliver dilaudid.

Event description:
Additional information received that the patient had significant anxiety disorder and also experienced muscle pain over the pump. It was noted that the event was caused by pain over the pump pocket and from the pump placement in the gluteal area. It was also indicated that the patient refused to have the pump moved to his abdomen. Additional information had been requested, but was not available as of the date of this report.

Event description:
It was reported that the pump was removed due to pain and the skin breaking down at the implant locations on the buttocks. The patient was still having issues with pain and spasms related to the pocket where the pump was implanted. The hcp was seeking information on how to manage the old pocket and the patient symptoms and had requested a medical consultant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc, lot # n302921002, implanted: (B)(6) 2011, explanted: unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter. (B)(4).